Event description:
It was reported that foreign matter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "tube contamination due to foreign matter in catheter cap." 2 occurrences were reported, but no date/time or patient information was given.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs provided. Bd received two photographs; one displaying the labeling information and the second displaying the top part of the needle within the protective needle cover which was missing the catheter/adapter assembly. There was a red arrow pointing at a small white foreign matter inside the protective needle cover. The reported issue was confirmed. However the photos provided for this incident did not present sufficient evidence to identify the alleged failure in order to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "tube contamination due to foreign matter in catheter cap." 2 occurrences were reported, but no date/time or patient information was given.